Event description:
During a lv pvc procedure, a pericardial effusion was noted which resulted in a pericardiocentesis being performed. The first transseptal puncture was performed which felt odd to the physician, so a second puncture was performed. The sl sheath was then exchanged for an agilis sheath and a non-abbott catheter (sterotaxis) was inserted. Ablation of the pvc in the lv near the papillary muscle began. Throughout the procedure, the patient had oxygen saturation issues. Different methods were attempted to increase it, and manual respiration with an air bag was done. After ablation, the non-abbott catheter (sterotaxis) was pulled into the agilis to move the system to the ra. The blood pressure dropped to 60/40. Ultrasound showed a pericardial effusion, and a pericardiocentesis was performed. The patient remains stable and recovering in the ICU. According to the physician, the cause is unknown, but it is suspected that the first transseptal puncture was clogged by the agilis and may have contributed to the issue. The ablation catheter is not suspected as the blood removed was venous right sided blood. There were no performance issues with any device.